Event description:
It was reported that a spectrum iq pump overinfused during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infused" was not reproduced however, the device was found to under infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as under-infusion. The cause of the condition was pressure plate travel. The pressure plate travel is required to be adjusted to address the under delivery. Should additional relevant information become available, a supplemental report will be submitted.